Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the led on the device remains in orange. It is not possible to pair the device with an ICD.

Manufacturer narrative:
Preliminary analysis of the returned home monitor confirmed the reported issue: the status led of the subject device was constantly orange. The root cause of this behavior is a short circuit between the printed circuit board (pcb) and the ground, which prevents the correct boot up of the home monitor. Email address and g1 first name, last name, email address, telephone number corrected.

Event description:
Reportedly, the led on the device remains in orange. It is not possible to pair the device with an ICD.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the led on the device remains in orange. It is not possible to pair the device with an ICD.